Event description:
It was reported that the insulin pump alarmed for a motor error during the basal delivery. The insulin pump had not been dropped or bumped. The blood glucose reading was 3.4 mmol/l. Nothing further was reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test and alarmed motor error during the basic occlusion test due to faulty force sensor. The motor passed the motor test. The device was received with minor scratched display window, cracked case display window corner, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.